Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was operating in safety mode, which limits device function. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. New information was received indicating that this pacemaker device was surgically explanted. The explanted device is expected to be returned. No additional adverse patient effects were reported.